Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the device memory found that the device had been taken out of storage mode in (B)(4) 2017; and because no lead was attached, an impedance fault was detected. This will cause the device to beep excessively and drain the battery. Analysis concluded that the faults were induced by taking the device out of storage mode three months prior to the implant procedure.

Event description:
The device was returned for laboratory analysis.

Manufacturer narrative:
If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated pre-implant, which revealed that the device was showing a status of "implanted" followed by a gray screen with a message stating tachy therapy not available. The device had been taken out of shelf mode. Boston scientific technical services (ts) was contacted and recommended re-interrogating the device. The device was interrogated a second time and started the software upgrade. When the software upgrade completed, there was no message about tachy therapy not being available, but there was a red screen with a hi impedance alert. Ts requested that the field representative perform a save data to sd card to have engineering review to confirm there are no issues with the device. As of this report, the sd card data was not sent in for review. No patient involvement as this occurred pre-implant.